Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. (B)(4).

Event description:
It was reported that a portion of the drain remained in the patient's abdomen after surgery. An additional procedure was performed in order to remove the drain fragment.